Event description:
During an in clinic follow-up, loss of capture, noise, low sensing and low pacing impedance was observed on the right ventricular (rv) lead. The physician suspected lead insulation damage to be the cause of the event, however, it was not confirmed via diagnostic imaging. The lead was capped and replaced to resolve the event and the patient was in stable condition.